Event description:
It was reported by service report that the pt left foot end siderail would not lock upright. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken timing link with exposed sharp edges.